Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call to have moisture under display screen due to husband slipped in the water. Customer states they do hear fluid when shaking the pump. Customer states they see fluid under the lcd. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Device received with blank display due to severe corrosion on electronic assemblies. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank display. Unable to verify audio or beep anomalies or red light indicator anomalies due to blank display. Device received with moisture damage on motor assembly and corroded force sensor assembly.